Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: c, d3, g1, g6 and h2.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The user reported via medwatch (mw5104833) that after using the binaxnow nasal swab they suffered a migraine. The use also noticed a smell in their nose immediately after swabbing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Attachment: mw5104833.